Event description:
It was reporter that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements in the right ventricular (rv) lead, greater than 3000 ohms. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.